Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("migration/perforation nos") and genital haemorrhage ("bleeding") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida I and parity 1. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), device expulsion ("malposition left essure coil, located along the left lateral wall of the uterus/has a misplaced essure coil in her uterus") and medical device pain ("pain from migrated implants"). The patient was treated with surgery (hysteroscopy with removal of essure coil from uterus; laparoscopic tubal ligation with filshie clips). Essure was removed on (B)(6) 2011. At the time of the report, the uterine perforation, genital haemorrhage, device expulsion and medical device pain outcome was unknown. The reporter provided no causality assessment for device expulsion with essure. The reporter considered genital haemorrhage, medical device pain and uterine perforation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: the right tube was closed and her left tube was patent with a misplaced and exposed essure coil into the uterus. Concerning the injuries reported in this case, the following ones were reported via patient¿s medical records: malposition left essure coil, located along the left lateral wall of the uterus. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-apr-2019: quality safety evaluation of product technical complaints. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("migration/perforation nos") and genital haemorrhage ("bleeding") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida I and parity 1. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), device expulsion ("malposition left essure coil, located along the left lateral wall of the uterus/has a misplaced essure coil in her uterus") and pelvic pain ("pain from migrated implants"). The patient was treated with surgery (hysteroscopy with removal of essure coil from uterus;laparoscopic tubal ligation with filshie clips). Essure was removed on (B)(6) 2011. At the time of the report, the perforation, genital haemorrhage, device expulsion and pelvic pain outcome was unknown. The reporter provided no causality assessment for device expulsion with essure. The reporter considered genital haemorrhage, pelvic pain and perforation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: the right tube was closed and her left tube was patent with a misplaced and exposed essure coil into the uterus. Concerning the injuries reported in this case, the following ones were reported via patient¿s medical records: malposition left essure coil, located along the left lateral wall of the uterus. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.